Event description:
It was reported that the physician explanted a powerlink implanted in 2010 for an endoleak that never resolved. The films were reviewed, and the aaa had gone from 5.4cm to 8.5cm. There was a set of patent lumbars mid sac feeding a nidus as well as the endoleak. Therefore, the physician elected to explant due to the aneurysm size, and the patient is doing well.

Manufacturer narrative:
Based upon the investigation, the reported device issue is inconclusive. No product was returned for evaluation, event information is minimal and there were no records for clinical review. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, the root cause could not be identified due to limited information.